Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm or missing segments/partial display noted during testing. Device was received with high active/sleep currents due to moisture damaged electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had open book image and flashing display. Customer¿s blood glucose level was 6.9 mmol/l at the time of incident. Customer stated that insulin pump was exposed to fluid. Customer also stated that fluid in the battery compartment. The insulin pump will be returned for analysis.